Event description:
Th pharmacist of the facility reported to baxter (B)(4) of a dehp free solution administration set in which the tube disconnected from the chamber. The reported condition occurred before patient use, when the set was connected to a bag. There is no report of patient involvement, injury/adverse events, or medical intervention in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the customer reported condition of a dehp free solution administration set in which the tube disconnected from the chamber was confirmed during sample evaluation. One sample was available at the plant for evaluation. Visual inspection confirmed the reported condition. No other tests were performed. The assignable root cause of the reported condition is unknown. Additional information: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. This is a product not distributed in the us and does not have a 510k number. This issue is being investigated through CAPA. Should additional information be received, a follow-up medwatch will be submitted.